Event description:
An alarm was reported, with an alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to disconnect tubing, tighten the lock, hold tubing downwards, and deliver a 5-unit bolus, though they were unable to complete the bolus due to removing tubing from the cartridge. Subsequently, the customer changed supplies as necessary and resumed insulin therapy. Cts to replace pump.